Event description:
Technician alleged that the left siderail latch siderail shoulder bolt was missing and the left siderail could not be latched.

Manufacturer narrative:
Technician installed a new siderail latch shoulder bolt and the left siderail functioned properly. The stretcher was from the emergency room and there were no alleged injuries.